Event description:
On (B)(6) 2012 it was reported that since the patient's vns revision surgery in (B)(6) 2010 his epilepsy has worsened. Additional information has been requested from the physician but no further information has been received to date.

Manufacturer narrative:
.